Manufacturer narrative:
Continuation of d10: product ID {{evfxplus-29}}; product lot/serial number {{(B)(6)}}; product type: {{0195 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter valve, the valve was unable to be deployed from the delivery catheter system (dcs) due to the valve dislodging into the left ventricle. The valve was attempted to be deployed 4 times, requiring 4 recaptures. The valve was withdrawn from the patient. A non-medtronic transcatheter valve was used to complete the procedure. It was noted that a 30 minute procedural delay occurred in result of the deployment issue and dislodge. Per the physician, patient anatomy contributed to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve deployment was attempted over a non-medtronic guidewire with a starting point at the bottom of the pigtail catheter. The valve depth was 3mm on the non-coronary cusp prior to dislodgement. Upon the first and third deployment attempts, the valve dislodged towards the aorta. During the second and fourth attempts, the valve dislodged towards the ventricle.